Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reloaded the existing cartridge to address the issue and subsequently received cartridge change errors with multiple cartridges during the load sequence. Customer's blood glucose level was 342 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.